Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick was being used on (B)(6) 2022 during an abdominoplasty procedure and the ¿bovie tip is breaking and causing pieces to fall into patient having to be picked out then bovie tip becomes loose.¿ there was no impact or injury to the patient. The procedure was completed with a ¿new bovie¿ and there was no delay. After further assessment it was discovered that the fragments were retrieved by hand. There was no medical/surgical intervention required for the patient. Patient is recovering post op 4 days out, no reported problems or issues. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick was being used on (B)(6) 2022 during an abdominoplasty procedure and the ¿bovie tip is breaking and causing pieces to fall into patient having to be picked out then bovie tip becomes loose.¿ there was no impact or injury to the patient. The procedure was completed with a ¿new bovie¿ and there was no delay. After further assessment it was discovered that the fragments were retrieved by hand. There was no medical/surgical intervention required for the patient. Patient is recovering post op 4 days out, no reported problems or issues. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in unoriginal package. Lot number not verified. Performed a visual inspection, the inside of the device is broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. This issue will continue to be monitored through the complaint system to assure patient safety.